Event description:
It was reported to philips that the x-ray computer had no power, preventing the system from booting up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer checked the system remotely and confirmed that the x-ray computer had no power, preventing system from booting up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the x-ray pc had no power and would not boot, despite receiving 230v input. To resolve the issue, the fse replaced x-ray pc, system software and backup were reinstalled. The defective part was returned for analysis, for x-ray pc malfunction was observed and the failed component was found to be a failed power supply component. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.